Event description:
On 7/21/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak shuttle stitch broke at the insertion of the link. This was discovered during a labral repair procedure on(B)(6) 2023. The anchor was still implanted in the patient. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. The suture of an ar-3636 batch 16085220 was received for evaluation. The received suture (fiberlink/tigerlink) was evaluated. It was observed that the suture tail was frayed, and the suture system was damaged¿an indication of user error following the device's correct surgical technique. The most likely cause(s) for the reported failure can be attributed to user error, following the device's correct surgical technique.